Manufacturer narrative:
This device is not available for sale in the united states, therefore 510k is not applicable. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred during installation in (B)(6) involving pentax scopepilot ncu-7000 sn: (B)(4). The user stated that the scopepilot os-a98 felt different right from initial plug in, lots of play between stem & reinforced area. As-a98 does not fit firmly into ncu-9000. No image displaying. When added pressure is applied to the os-a98 at the connection point, image will appear. A second os-a98 was tried, also felt different. Image displayed initially, but the cable seems to "relax" out of the port, resulting in lost image eventually. Unsure if the issue is a result of faulty cable or faulty ncu-7000. There was no adverse event reported with this complaint. No additional information received with this complaint.

Manufacturer narrative:
Evaluation summary: caused by disconnection, due to repeated use of os-a98. Correction information: h6: coding changed, based on the investigation result.